Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "no led light in blade" was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted. Led not lighting up. Blade worn. Adhesive points on camera head worn. Housing worn. Leak on camera head. The device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is wear of the adhesive on the tip of the c-mac blade, which was caused by wear during use and the reconditioning process. The wear of the adhesive allows liquid to penetrate the blade, which affects the electronics and can lead to poor light output. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer on april 28,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "no led light in blade". No negative impact in state of health reported.